Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro and the physician considers that the char was excessive and the amount of char observed caused a potential risk to this patient and the risk to be increased. After the procedure, the doctor noticed some charring above the electrode. The patient had no complications. The char was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. No patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considers that the char was excessive (based on their clinical experience). The physician considers the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. The system did not present any error messages nor did the physician/user see any product problem. No issues related to temperature and flow on the catheter. The generator parameters: qmode+, 90w, temperature target 55°c, temperature cut off: 65°c. The patient was anticoagulated. Heparinized normal saline was used. Act >300. Maintained throughout every case. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The physician aims for 5-15 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 31-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31453034l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).